Event description:
It was reported that the pulse generator exhibited a low right ventricular (rv) lead impedance alert. The polarity was changed from bipolar to unipolar, but low impedance alerts continued via (B) (4). This was believed to be a pulse generator issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.